Event description:
It was reported that an access administration set was blocked at its y-site. This occurred during priming with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection and underwater leak test were performed. During the leak test it was identified that there was a flow obstruction between the injection site and the tube. Upon closer inspection it was found that there was excess solvent. The cause of the no flow issue is an excess solvent application during the assembly process. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.